Manufacturer narrative:
Manufacturer ref# pr275287. Similar to device under PMA/510(k) p140016. Investigation is still in progress .

Event description:
Description of event according to initial reporter: first, access was gained from the right femoral artery and zta-p-38-167-w1/ e3866586 was placed from the level of t7. Then, zta-d-38-147-w1/ lot e3831140 was advanced to the target and the user started deploying the distal stent. The user advanced deploying procedure as described in the IFU and finished until IFU 11.1.3 placement of distal component, no.8 without problems. And then, to release the distal attachment, the user stabilized the introduction system and attempted to slide the sheath together with the black telescoping gripper in a distal direction but the sheath and the black telescoping gripper did not slide. Therefore the user referred to trouble shooting guide(13.2 distal component -bare stent deployment) and the user advanced the flexor sheath to the distal edge of the stent graft. The bare stent was released from the cap and the user attempted to withdraw the sheath but the barb of the barestent caught the sheath and the user was not able to removed the sheath. Therefore the user remove the gray positioner form the sheath and cut the dilator tip. The user inserted the gray positioner again into the sheath and removed the barb from the sheath using the cut edge of the dilator tip. The distal bare stent was released from the sheath and no problems were found in the final angiography so the procedure was completed. In the evening, contrast CT scan was performed and no problems were found. Patient outcome: there have been no adverse effects to the patient reported.

Event description:
Additional information received 07jan2020: when the user attempted to pull the gripper following IFU during the procedure, the gripper did not move at all even though he pulled the gripper so hard. On imaging, the release window on the blue rotation handle next to label 3 is not green. Therefore, I think the gripper is not pulled completely.¿

Manufacturer narrative:
Manufacturers ref# (B)(4) . Ec method code desc - 5: 4112 - analysis of data provided by user/third party . Summary of investigational findings: event is no longer considered reportable based on the investigational findings. The complaint device zta-d-38-147-w1 was deployed as per IFU. However, when attempting to slide the sheath and telescoping gripper in the distal direction, the user had problems with sliding the black telescoping gripper. The user tried troubleshooting ¿distal component ¿ bare stent deployment¿ and advanced the sheath to the distal edge of the stent graft. The bare stent was released from the bottom cap and the user attempted to withdraw the sheath. However, the barbs of the bare stent were caught in the sheath. Therefore, the user removed the gray positioner from the sheath, cut the dilator tip and inserted the gray positioner into the sheath again to remove the barbs with the edge of the dilator tip. The distal bare stent was released and the final angiography showed no problems, so the procedure was completed. There have been no adverse effects to the patient. The compaint product was returned and a photo showing a dilator tip and a yellow line, indicating where the device was cut, was provided. The device was returned used with clear evidence of biomatter. The black gripper and the sheath were both fully retracted towards the rotation handle. The black safety lock knob and gray safety lock knob were attached to the rotation handle and black gripper, respectively, and both were in open position. Moreover, all parts of the introduction system were returned except for the stent graft. The device components were inspected visually and under light microscopy. Tears along the sheath tip was observed and the end of the dilator tip was cut. No other device components showed signs of damage or misuse. Further communication with the user facility was initiated as a result of the product evaluation. The evaluation states that the black telescoping gripper and the sheath were both pulled back towards the rotation handle but the information in the complaint file states that the user had difficulty sliding the black telescoping gripper. The received information indicates that the difficulty concerns the telescoping gripper as the user was not able to slide. However, it was not possible to determine if these two parts were pulled back before or after troubleshooting. As per the description of event and the product evaluation, the sheath was caught by the barbs, therefore it is possible that the barbed stent was released inside the sheath as a consequence of not being able to sliding the black gripper and the sheath towards the rotation handle. Clinical assessment of the provided information was performed. This included, the planning and sizing worksheet with the patient imaging and a photograph of the introducer tip showing the modified dilator tip. As per the clinical assessment, imaging of the reported event was not provided. The findings of the provided imaging are: "the funnel shaped distal seal zone terminated at the celiac artery origin. The seal zone was 18mm long. The bare stent would have been implanted in a 30mmdiameter lumen spanning the ca and origins". Furthermore, the event information reports that the user did follow the IFU in terms of deployment and troubleshooting. The distal neck length was reported to be 18mm in an additional comment from the site, consistent with the clinical assessment. Per the IFU, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. Based on the product evaluation, the tears on the sheath tip are likely caused by the barbs of the bare stent being caught in the sheath during deployment. However, the cause for the experienced difficulty with retracting the black gripper and the sheath to release the distal bare stent from the bottom cap cannot be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.